Event description:
Reorter stated pt was admitted to hospital with blood glucose level in the 70 mg/dl range. Reported attempted to treat the day prior with multiple injections, but the levels continued to rise. Pt was treated with an insulin drip and was still in the hospital at the time of the call. Reporter stated the pt may have forgotten to bolus and that the time was set incorrectly on the device. When troubleshooting the reporter found a leak at leur lock. No product is being returned because device worked properly and leak found in infusion set.